Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. In review of provided x-ray images it is possible to confirm the reported dislocation event but not the root cause. It is noted the images are paper copies within provided medical records and are of poor quality. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, ppf and medical records received. Ppf alleges metallosis. Pfs alleges loose cup, fracture component, dislocation, metal wear and metallosis. After review of medical records, the patient was revised for right total hip arthroplasy instability. Operative finding reported liner wear with subluxation and dislocation. There was minimal evidence of impingement on the liner. Operative note reported that the stem and cup were very stable and were left in situ. Doi: 10 years ago; dor: (B)(6) 2013; right hip. The patient has bilateral hip implants, pleases see (B)(4) for the left hip.